Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed pump errors. The customer¿s blood glucose was 5.9 mmol/l at the time of the incident. Customer states pump was exposed to a high magnetic field. It was reported that they were not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan per health care professional¿s instructions. The insulin pump will not be returned for analysis.